Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red with a few bumps on back where te pads sit. The patient reported a history of skin sensitivity. There was no alleged device malfunction contributing to the rash. The patient¿s nurse suggested using lotion for the rash. Follow up indicated that the rash improved.